Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information, but it could not be obtained.

Event description:
Related manufacturer reference numbers: 1627487-2019-08768. It was reported that the patient's leads had migrated. In turn, surgery occurred to explant and replace the leads, which addressed the issue.